Event description:
It was reported that the 05.000.008 reverse speed barely works. The issue was observed during weekly audit . There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary service and repair evaluation: the customer reported that the 05.000.008 reverse speed barely work. The repair technician reported that debris was present on protector/shield, electric cable cord was damage and electric cable and other part of the device was discolored. Also, motor was running low or insufficiently. The cause of the issue is user error. Tthe item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in mds&r. The evaluation was not confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history part:05.000.008 synthes lot:008073 supplier lot:008073 release to warehouse date: 13. Dec. 2021 supplier: (B)(4) no ncrs were generated during production.